Event description:
It has been reported that during the procedure the teflon coating on this device was reportedly flaking off as the device came in contact with the pt's blood. The device was removed and replaced. There is no report of pts injury and the device is being returned for analysis.